Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician was attempting to use a nc euphora balloon. No damage was noted to the device packaging and no issues removing the device from the hoop/tray. Negative prep was not performed. It was reported that a balloon burst occurred. No patient injury reported.

Manufacturer narrative:
Evaluation summary: the sheath and stylette returned loaded in the device. During the analysis negative prep was performed and negative prep did not detect a leak. Device was inflated to 12 atms and the device maintained pressure with no leak detected. Inflation and deflation of the device was preformed again, without the use of a mandrel through the inner lumen, this was to determine if the leakage or burst site was within the distal shaft. However the device successfully maintained pressure with no leak detected. The inner lumen patency was verified with a 0.015 inch mandrel. Slight deformation was evident to the distal tip. If information is provided in the future, a supplemental report will be issued.